Event description:
It was reported that the patient presented due to the lead integrity alert (lia) triggering short interval counts (sic) due to episodes of non-sustained ventricular fibrillation (vf) due to noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient presented due to the lead integrity alert (lia) triggering short interval counts (sic) due to episodes of non-sustained ventricular fibrillation (vf) due to noise. It was later reported that the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. No anomalies were found. The defib conductor was distorted and fractured (overstress). Blood/body fluid was found on the outer tubing overlay, which was breached cut and exhibited cosmetic environmental stress cracking. The outer insulation exhibited cosmetic damage, and the lead exhibited apparent explant damage.